Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on april 04, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected externally and internally missing one nonslip pad on bottom enclosure, ui (users interface) knob broken, the air outlet port had dust like contamination in it, air inlet had white dust like contamination in it. Humidifier level indicator levels 3 and 4 inoperative. Possible faulty cr15 and cr16 leds. Possible corrosion on top of pca (printed circuit assembly) around cr15 and cr16 leds indicate potential water on pca. Pca had light dust like contamination all over the top of it. Light dust like contamination on the top of the blower box lid and surrounding area, on the top of the blower motor, inside of the blower box. Bottom enclosure had light dust like contamination in it. Air inlet seal had yellowed and had dust like contamination on it. The sound abatement foam was intact and had dust like contamination on top of it. They also observed missing one nonslip pad on bottom of lower base. Flip lid seal had unknown contamination on it. Light unknown white and tan dust like contamination, throughout humidifier enclosure, under the heater plate and on the dry box seals and has yellowed, water tank, so port, the contamination found in the humidifier, enclosure is considered not to be in the air path. Dust like contamination on inside of enclosures. Evidence of sound abatement foam degradation/ breakdown was not observed in this device. The source of contamination was most likely external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.